Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The needle tip has broken where it interfaces with the shaft. The remaining shaft is bent on two planes. Examination of the break area confirmed plastic deformation to fracture. The condition of the device indicates it was subjected to excessive force during use resulting in the tips breakage. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Further investigation is not warranted at this time.

Event description:
It was reported that during a procedure, it was found that can't be pushed after the meniscus was pierced by meniscus stitcher, t2 cannot be deployed. No significant delay was reported. Backup device was available and no patient injuries were reported.